Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Five used units were received for evaluation; however, they could not be decontaminated successfully. Pictures provided showed that the male luer was broken, confirming the reported problem. The observations determined this was not manufacturing-related and should be a supplier defect; a supplier corrective action request (scar) was issued to the supplier. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that when connecting the extension line to the connector, the connector broke at the luer. Air bubbles were observed and they had to change the line. No patient injury was reported.